Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to close the umbilical fascia,. During the procedure, on receiving one of the sutures back from the surgeon, it was noted that the tip of the needle was missing. All sterile areas and theatre were checked, the tip could not be located. An x-ray of the patient was completed which showed the tip of the needle in the umbilical fascia port abdominal wound. An ultrasound was completed to see if the tip of the needle was in the superficial layers of the skin, however it could not be clearly identified on ultrasound. The team discussed next stage; surgeon decided not to reopen the patient to retrieve the tip as would cause more harm to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: (B)(4) device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was more than half the needle retained in the patient? Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? Was the procedure completed successfully? Was there any adverse patient outcome? Procedure name and date? Event date? Device return status? Trade name - irgacare, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.